Event description:
Healthcare professional reported "explant surgery was performed and it was find abundant quantity of citrine liquid, approximately 100 cc.", "intact implant". The device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, lymphadenopathy.

Event description:
Healthcare professional reports right side mastalgia, hardened breasts, siliconomas, rupture, and "axillary regions with multiple lymphadenopathy with fatty hilum, without adenomegalies. The device remains implanted.